Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced multiple luer connector failures, including breakage of three connectors and difficulty locking due to excess plastic material obstructing engagement, which led to replacement infusion sets and connectors being shipped. Symptoms included no reported adverse health effects. Outcomes included no impact on health status or need for medical intervention. Investigation included communication with the user and a request for photographs and lot numbers to support a visual and records review. Investigation of this case revealed insufficient information to confirm a manufacturing defect or usage error. It was concluded that the event involved a device component failure of the connector, but a root cause could not be determined based on available information.